Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted that the perclose proglide instructions for use (IFU) states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with a proglide device, via an 8f sheath using a pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss occurred. The sutures of two additional proglide devices were successfully pre-placed using the pre-close technique. The sheath was upsized to 16f and the tavr procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of the second and third proglide devices. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.